Event description:
It was reported the patient experienced an overdose following a pump refill. The patient was "feeling terrible" then looked flushed, lethargic, and began having minor respiratory issues. There was a severe subcutaneous reaction. The patient was maintaining their own airway. It was suspected there was a partial or full pocket fill. The patient has a lot of subcutaneous tissue at the site. During the refill, resistance was felt at first, and then it got easier to push the fluid in. The patient was given one dose of narcan and the patient's breathing got deeper. No intubation was necessary and the patient was responsive to verbal stimuli. The patient remained at the clinic and was being monitored. The patient status was reported as: "patient was doing ok". The drug used in the pump was compounded baclofen 15 mg/ml, morphine compound 30 mg/ml, and bupivacaine (marcaine) 10 mg/ml. Troubleshooting was being considered to determine how much drug went into the pump and how much was delivered subcutaneously. Additional information has been requested but was not available on the date of this report.